Event description:
Info received indicates the hi/low function will not rise due to signs of fluid ingress onto the logic board.

Manufacturer narrative:
The technician replaced the logic board to repair the bed.